Event description:
Pt reported that they went to the hospital to receive medical treatment for two infected infusion sites in 2004. Treatment included draining over 2 oz. Of fluid (pus), and placing the pt on antibiotics. Pt also experienced high blood glucose (in the 500's [mg/dl]). High blood glucose may be due to infected site(s) or other cause.